Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead fracture was found during a routine chest x-ray. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that prior to the rv lead replacement, the patient experienced ¿electric jolts.¿ follow up with the clinic, indicated that the stimulation was due to the fractured lead. It was also reported that the patient developed a large hematoma due to the lead replacement procedure. The patient stated that the hematoma required attention which resulted in a longer hospital stay as well as treatment for four weeks after the surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.